Event description:
It was reported that the acetabular liner would not properly seat in the acetabular shell during hip replacement surgery. The surgery time was extended 1 1/2 hours until a replacement linear could be obtained.